Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Company representative reported via phone call that there were air bubbles in the reservoir. Customer's blood glucose was unknown. Customer was advised the reservoir will be replaced. Customer agreed to return the reservoir for analysis.

Manufacturer narrative:
(B)(4) evaluated one opened/used reservoir, and performed pre-fill reservoir tests. The reservoir passed per inspection and no air bubbles anomaly was found during analysis. Checked o-ring for defects and none were found. No air bubbles noted.